Manufacturer narrative:
The reported leaking issue could not be confirmed. The evaluation of the affected device could not be performed, as the affected device was discarded by the user facility.

Event description:
A distributor reported a leaking issue to infutronix on (B)(4) 2018. The distributor received an email on 10/08/2018 from a nurse and the issue was that a nimbus flex administration set was leaking during an infusion. The distributor confirmed that there was no patient injury, and the reported device was discarded. The distributor has attempted to get more information on the tubing type on three separate occasions on the dates of (B)(4) 2018. The user facility representative confirmed again that the set had been disposed of and no other information could be provided to the distributor. No device lot information was reported to infutronix. The medication used at the time of event was unknown. No other patient information was reported.